Event description:
It was reported that the pulse generator could not be interrogated. A previous interrogation in 2009, gave an estimate of less than one year remaining longevity. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.